Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a loose pin, light fibers torn in 50% and the telescope tip burnt and dented. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: parts of the optical system are damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: parts in the optical system are damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was most likely due to excessive use and improper handling. The event can be detected and prevented by following the instructions for use which state: do not place endoscopic equipment on the skin of the patient or on flammable or heat-sensitive materials. Set the output power of the light projector to the lowest intensity that can sufficiently illuminate the area in question. Avoid prolonged illumination with high light intensity. Switch off the light projector or set the light projector to standby mode when the light projector is not in use. The following non-reportable malfunctions were found during the device evaluation: there is lost light transmission due to broken fibers, the telescope retaining pin is loose, the external sleeve anchoring lock is broken. Olympus will continue to monitor field performance for this device.